Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Reference internal complaint cc#(B)(4).

Event description:
It was reported that a physician attempted to perform a novasure endometrial ablation on (B)(6) 2015 and received an unsuccessful cavity integrity assessment (cia) test. The physician performed a hysteroscopy and a perforation was visualized. The procedure was aborted. No intervention was required and the patient was discharged home.